Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15july2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. Investigation of the returned part showed the defective u1 (air flow sensor) on the airflow sensor pcba created the airflow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician recognized that the value at the zero position in the airflow sensor was of specification (pvt test 5). There was no patient involvement.